Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 814:04, and the root cause was determined to be a faulty air in line printed circuit board. The air in line printed circuit board was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 814:04 during biomedical testing. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a batter depleted set alarm, interrupting delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. This user interface module software version of this device is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).